Event description:
It was reported by the customer the green needle is clotting and needing to run guidewire through to break up a clot forming. No other information was provided. It was reported this occurred with 3 needles. This report addresses the first needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence however after further review it was determined that a reportable event had not occurred.

Event description:
It was reported by the customer the green needle is clotting and needing to run guidewire through to break up a clot forming. No other information was provided. It was reported this occurred with 3 needles. This report addresses the first needle.